Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd¿ 50ml syringe had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two samples were returned to sbdm, the complaint lot number is 1805043. Returned samples were tested for leakage : sbdm conducted leakage test using the 2 pcs returned samples and results are: syringe leak test: when pulled straight, the syringes show no leakage or air aspiration. When pulled obliquely, the syringes show no leakage or air aspiration. Sbdm conducted leakage test on 5 pcs retention samples from lot 1805043, results are: syringe leak test: when pulled straight, the syringes show no leakage or air aspiration. When pulled obliquely, the syringes show no leakage or air aspiration. Dimension measurement: for the 2 pcs returned samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f29.0 +/- 0.05mm. Samples were measured at f29.013, f29.039; stopper outer diameter: spec f30.0 + 0.2mm. Samples were measured at f30.164, f29.832. Device history record review: sbdm reviewed the manufacturing records for possible lot 1805043. No abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku and lot, there were no same issues from other customers. Root cause: from investigations, sbdm could not replicate the leakage from the complaint samples as described in the pir. And determined a root cause. However, an assumption by sbdm is while the medicine was aspirated into the syringe or injecting into patients, the plunger was not aspirated straightly but instead obliquely, and leakage might have occurred. Corrective actions: sbdm had quality training on the customer complaint for syringe inspection workers and quality control worker. Sbdm will strengthen inspection for syringe and monitoring the quality of syringe. Sbdm will check and reconfirm molding work condition and implementing of preventive maintenance for syringe mold.

Event description:
It was reported that a bd¿ 50ml syringe had leakage. There was no report of exposure, serious injury or medical intervention.